Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked after being stepped on by a family member, and the device was replaced with instructions provided for shutdown, data syncing via the mobile app, return of the original unit, and reinitiating startup on the replacement; blood glucose was reported unaffected, and the patient was advised to continue cgm monitoring via the dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included customer interview and device replacement with return requested for evaluation. Investigation of this case revealed physical damage to the display consistent with external mechanical impact to the pump enclosure, with no indication of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage.